Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that log files for a patient were sent in for evaluation. The heartmate 3 patient came to clinic with weakness and hypotension. There was concern for suction but no low flow alarms were seen due to many pulsatility index (pi) events. The patient's lactate dehydrogenase (ldh) went from 270 u/l to 900 u/l, and then back to the 300s. There was consideration for evaluation of the outflow graft, and no left ventricle thrombus was seen on a transthoracic electrocardiogram. Log files were reviewed, and they captured routine events. There were no notable alarm conditions or parameter changes. The ventricular assist device and peripheral equipment are functioning as intended.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported weakness, hypotension, and elevated lactate dehydrogenase (ldh) could not be conclusively determined through this evaluation. The submitted controller event log file contained data from 26aug2024 through 28aug2024. No notable events or alarms were captured. The device appeared to operate as intended at the set speed for the duration of the file. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further related events reported at this time. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. C is currently available. Section 1 of the IFU, ¿introduction,¿ lists potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system, including hemolysis. Section 6 of the IFU, ¿patient care and management¿ (under ¿anticoagulation¿), provides information regarding the recommended anticoagulation regimen, including inr values, as well as suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.